Event description:
Unsuccessful attempts to obtain additional information were completed on (B)(4) 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that four days post op of a laparoscopic sigmoid procedure on (B)(6) 2011, the patient was being prepped for release when they decided to return the patient for a last minute catscan on (B)(6) 2011; free air was detected in the patient's abdomen. On (B)(6) 2011, she was taken to the or; an open hartmann's procedure was performed. No additional information has been provided at this time other that there was no bleeding and no blood products administered to the patient. The patient was not required to go to the ICU unit and was returned to her room. She is being held at the hospital for observation and is in stable condition. An (B)(4) and an (B)(4) device with a blue reload were used during the original case and have been discarded. The surgeon reported that this was a normal case with a normal outcome and they did not encounter any issue during the original surgery. It is unknown what was used in the additional procedure at this time.